Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items were greyed out. The technical support specialist (tss) shared an email to resolve the issue. Tss adviced the user to ensure affected users had the appropriate remove permissions for the security group assigned to each medication, confirm sufficient inventory was available to fulfill the requested orders, and ensure that each medication in the kit had a valid security group assigned in the facility formulary profile, as missing or blank entries can cause unexpected behavior. If these configurations were correct and the issue persisted, tss would investigating potential software-related causes or configuration conflicts. Tss also recommended clicking on the greyed-out item when the issue occurs again, as this often provides a specific error message that helps identify the root cause and resolve the problem effectively. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had items greyed out when pulling medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had items greyed out when pulling medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.